Manufacturer narrative:
(B)(6). The complaint device is considered same or similar to a device marketed by smiths medical in the united states.

Event description:
Information was received indicating that this tracheostomy tube exhibited a spontaneous leak in the cuff after about 15-18 days of use with a patient. This was documented with a cuff pressure monitor. A tracheostomy tube change out was required. No additional adverse patient effects were reported.

Manufacturer narrative:
See MFR: 3012307300-2018-00161, 3012307300-2018-00201. Device investigation: one portex® blue line ultra® tracheostomy tube was received for analysis in used condition. The customer's reported problem was "a spontaneous cuff leak occurred, which was documented using the cuff pressure monitor". The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No discrepancies were found in the returned cuff. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. A bubble was observed coming out of the cuff. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. Inflation test was audited on (B)(4) samples on the production line to verify that the inflation test was properly performed. No deflated cuffs were detected.